Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No motor error alarm or displacement anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose over 500 mg/dl. The customer was treated with fluids and insulin. Customer stated that insulin pump had motor error and no delivery alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer did not report motor position encoder error alarm. Customer stated that drive support cap was normal. Customer was in emergency room. Customer stated that insulin pump was exposed to a high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).